Manufacturer narrative:
There was reasonable suggestion of malfunction. Severity of harm rating was s3. A return sample has not been received at the site for evaluation as of 11dec2019. This investigation was conducted for an unknown lot number of lower back/hip (lbh) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Final confirmation status: not confirmed.

Event description:
Event verbatim [preferred term] overheat problem [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. An 82-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported "I am an old geezer 82 and depend heavily on your products to make it through the day. At times I run into 'overheat' problems, again today." The product was bought by the patient at local (pharmacy name redacted). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaints, there was reasonable suggestion of malfunction. Severity of harm rating was s3. A return sample has not been received at the site for evaluation as of 11dec2019. This investigation was conducted for an unknown lot number of lower back/hip (lbh) 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Final confirmation status: not confirmed. Additional information has been requested and will be provided as it becomes available. Follow-up (10dec2019 and 11dec2019): new information from product quality complaint group includes: severity rating and malfunction assessment. The following previously reported information was amended: investigation results and lot #/ expiry, package information (removed). Follow-up attempts are completed. No further information is expected. Follow-up (16dec2019): new information received from a product quality complaint group includes: investigation results. Company clinical evaluation comment: based on the available information, the reported device issue (overheat problems) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available., comment: based on the available information, the reported device issue (overheat problems) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available.

Event description:
Event verbatim [preferred term] overheat problem [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. An 82-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported "I am an old geezer 82 and depend heavily on your products to make it through the day. At times I run into 'overheat' problems, again today. The product was bought by the patient at local (pharmacy name redacted). The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaints, there was reasonable suggestion of malfunction. Severity of harm rating was s3. Additional information has been requested and will be provided as it becomes available. Follow-up (10dec2019 and 11dec2019): new information from product quality complaint group includes: severity rating and malfunction assessment. The following previously reported information was amended: investigation results and lot #/ expiry, package information (removed). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, the reported device issue (overheat problems) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available., comment: based on the available information, the reported device issue (overheat problems) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available.

Manufacturer narrative:
Sterile product: no. Full investigation required?: no. Qa review & rationale: per processing consumer complaints, effective 06aug2019 a full investigation is not required no complaint confirmed as a defect. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Regulatory impact: no. Process related: no. Final confirmation status: not confirmed. Product quality impact: no. Market / clinical impact: no. Stability impact: no. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer stated "at times I run into overheat problems/again today". The cause of the consumer experiencing issues with over heating problems, using the, thermacare heat wraps inconclusive. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to any avoid the risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: batch ax0117 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average te.

Event description:
Overheat problem [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip, lot-#: ax0117 and expiration date 31mar2022) from an unspecified date at unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported "I am an old geezer (B)(6) and depend heavily on your products to make it through the day. At times I run into 'overheat' problems, again today." The product was bought by the patient at local (pharmacy name). Numbers on package (l) ax0117 04/09 provided. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. On (B)(6) 2019, the product quality complaints group provided following findings: sterile product: no. Full investigation required?: no. Qa review & rationale: per processing consumer complaints, effective 06aug2019 a full investigation is not required no complaint confirmed as a defect. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Regulatory impact: no. Process related: no. Final confirmation status: not confirmed. Product quality impact: no. Market / clinical impact: no. Stability impact: no. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer stated "at times I run into overheat problems/again today". The cause of the consumer experiencing issues with over heating problems, using the, thermacare heat wraps inconclusive. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to any avoid the risks. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Document review summary: batch ax0117 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Design related?: this relates to medical devices. No. Reserve sample evaluation required?: yes. Rsrv sample eval cmpletd (gmt): 01nov2019. Rsrv. Sample eval. Rationale: a visual inspection was performed on the retain sample. Visual reserve sample eval description: visual inspection of retain samples included one carton and three pouched wraps. Inspection shows no obvious defects to cartons or the three pouched wraps. Retain sample inspection form documented the retain evaluation performed on 01nov2019. Reserve sample testing req'd?: no. Lot-specific trend identified?: no. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Lot trend actions taken: a trend does not exist for this batch. Expedite trend identified?: no. Other trend identified?: no. Other trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following customizable complaint intake, triage, and investigation (citi) search was performed: scope: responsible site notification date: 26oct2017 through 26oct2019/manufacturing site: pfizer (site name)/complaint class: external cause investigation complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor. The citi customizable search returned a total of 375 complaints for neck/shoulder/wrist pain therapy heat wrap products during this time period for the class/subclass. None of the complaints were identified as having a manufacturing related root cause of for adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor. The subclass shows an increase in nov2018 through feb2019. This is a seasonality change in combination with a change in safety's procedure, case processing principles product quality complaint guidance, updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in may2019 thru jul2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. Based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor for neck/shoulder/wrist pain therapy heat wrap products. Refer to the 24 month trend chart attachment refer to attachment trending graph adverse event serious unknown 26oct2017 to 26oct2019. Expedited trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown for neck/shoulder/wrist pain, therapy heat wrap products. Refer to the 24 month trend chart attachment refer to attachment trending graph adverse event serious unknown 26oct2017 to 26oct2019. Site sample status: not received. A return sample has not been received at this site as of 01nov2019. Additional information has been requested and will be provided as it becomes available company clinical evaluation comment: based on the available information, the reported device issue (overheat problems) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available., comment: based on the available information, the reported device issue (overheat problems) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available.